Event description:
During a meniscal repair procedure the ultra fast-fix ab assembly - curved was reported that the device won't deploy. The implant would not come off. Back-up available to complete repair. Malfunction report states nothing broke off in patient. T2 did not deploy and that t1 was removed an additional fast-fix was used to complete the repair.

Manufacturer narrative:
Investigation of the returned device was returned for evaluation. Visual inspection of the device confirmed that t1 is free from the insertion needle. T2 has been advanced to the back of the dimple. Dimple is intact. T2 was advanced over the dimple to its deployment position on the insertion needle and tested for deployment within a rubber meniscus model. T2 deployed without issue. Reported complaint could not be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).